Manufacturer narrative:
Evaluation of the implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the laboratory. Interrogation of the device identified multiple low battery resets and safe state conditions had occurred. The pump alarm function tested within specification in the lab. (B)(4) . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. It was reported that the patient pump was explanted on (B)(6) 2017 due to the pump reset. According to the rep, the pump was continually alarming even after silencing the active audible alarm. The pump was to be returned to the manufacturer for analysis. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Evaluation of the implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the laboratory. Interrogation of the device identified multiple low battery resets and safe state conditions had occurred. The pump alarm function tested within specification in the lab. (B)(4) . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was doing well.

Manufacturer narrative:
Evaluation of the implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the laboratory. Interrogation of the device identified multiple low battery resets and safe state conditions had occurred. The pump alarm function tested within specification in the lab. (B)(4) . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (1500 mcg/ml at 347.6 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient had tried to use her ptm (personal therapy manager) 6-7 times since friday ((B)(6) 2016) and was getting an 8474 (pump reset) code each time. The patient was not hearing an audible alarm. No patient symptoms were reported. The patient was going to follow-up with their hcp (healthcare professional).

Manufacturer narrative:
Evaluation of the implantable pump serial number (B)(4) revealed a high battery resistance during functional testing in the laboratory. Interrogation of the device identified multiple low battery resets and safe state conditions had occurred. The pump alarm function tested within specification in the lab. (B)(4) . Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.